Event description:
It was reported that during a laparoscopic gastrectomy procedure, the deployed clips were malformed and the jaw became not to open after the 3rd firing. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).